Event description:
It was reported that the wake button became detached from the pump. There was no adverse impact to the customer's blood glucose level. A replacement pump is expected to be provided.